Event description:
It was reported that a patient alert was triggered at 3am on (B) (6) 2010, for impedance slightly higher than baseline pacing and lv (left ventricular) impedances. A full energy shock was delivered that resulted in paced emd like beats. The patient is reported to have died and "no indication of integrity issue found in vf episode." However, "without exact tod, impedance values are nonspecific and therefore nondiagnostic.' There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found. As indicated in tech service call report, the changes in impedance around the (B)(6) 2010, timeframe are not clearly indicative of an issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.